Event description:
The customer reported that the system continued to produce fluoroscopic x-ray after they released the switch. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. However, the service representative reseated the circuit boards. The system was operating as intended. This incident may have results in a possible accidental radiation occurrence.